Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one screw for evaluation. Visual evaluation was performed,. A fractured screw fragment was identified inside implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause(s) determined from the investigation was excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. The unknown zimmer screw was fractured inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: dental implant, imp,tsv,4.7,10,mtx,mg, lot number 1226091. E1: initial reporter¿s title and last name and email address are not provided / unknown.

Event description:
It was reported that the abutment screw fractured at tooth #19. Screw broke off deep inside implant and could not be removed so they removed the entire implant. Symptoms as a result of the event: pain & inflammation.